Event description:
It was reported that the asymptomatic patient presented in-clinic with non-sustained lead noise due to post-paced t wave oversensing. Programming changes were made. The device remains implanted.

Event description:
New information received notes that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.